Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v718484, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
About a month prior to the date of this report, it was reported that the patient had ¿horrific¿ swelling in her right leg and some in her left over the past 6 months. The patient had numerous tests that were inconclusive. It was stated that the patient was retaining so much fluid that she had to buy new shoes. The patient was stated as being allergic to nickel. The patient was informed that there was nickel in the lead that their tissue would be exposed to. Information received as of the date of this report indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment for (B)(6) 2013 was noted. It was stated the patient was to have the device removed in the ¿near future.¿ additional information has been requested, a follow up report will be sent if additional information is received.